Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the issue. The cause was determined to be insufficient drain due to use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 6. The patient's ultrafiltration (uf) reading was 2700 ml, indicating the home patient (hp) drained 2700 ml more than the largest prescribed fill volume of 2600 ml. This meant the total drain volume was 5300 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify the her of the incident of iipv that was found during the device evaluation. The nurse stated that the hp is fine and has had no issues.